Event description:
The patient contacted animas on (B)(6) 2012 reporting that the up arrow keypad button was flat and does not spring back or click. The patient states the button was intermittently sticking and intermittently unresponsive. The patient alleged the keypad was intact. The patient reportedly wore the pump in a pocket and did not clean the pump. There is no reported adverse event with this complaint. This complaint is being reported due to the allegation of the keypad response issue.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Evaluation revealed that the keypad was found to be intact. The up arrow keypad button was intermittently responsive during testing, and did not spring back or click normally. The contrast, down and ok keypad buttons were responsive and had normal spring back. During investigation, evidence of contamination was found under all keypad contacts.